Event description:
On 20-jan-2026, it was reported by a sales representative via (B)(4) that an ar-6480 pump has poor output. This occurred during use in a case with no patient effect. The pump was swapped out and the case was completed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint confirmed, the outflow motor underperformed at 600 ml¿s per minute. Physical damage was found to the top cover, bezel, and there are 4 missing bumpers and 1 missing molex cap. The serial label and software label requires update from v1.10 rev. 33 to v1.10 rev. 38. During the evaluation loose hardware was found in the chassis and the bottom cover is damaged. It is recommended to replace 4 cables, outflow motor, top cover, bezel, bottom cover, bumpers, and molex cap. Confirm that all hardware is securely fastened in chassis. Update the serial and software label from v1.10 rev. 33 to v1.10 rev. 38 and re-certify the device.